Manufacturer narrative:
Based on the log file analysis the reported event could not be confirmed. The statistic log file was available and could be analyzed for the period of time concerned, but didn¿t show any restart of the device. It is not clear what was observed by the user at the time of event. There was no malfunction of the device.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device suddenly shut down and displayed a black screen during use and returned to normal after 3 seconds. Afterwards, the user replaced the device. No injury was reported.